Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: the patient is a male, teenager and the patient had a thoracoscopic nuss procedure for pectus excavatum. In (B)(6) 2025, the product was used in a bar removal surgery. The patient had a skin rash on the area where the product was used and on other parts of the body from the chest to the abdomen after surgery. Topical steroid medication was prescribed by a dermatologist. The doctor suspects that in addition to this product, the rash may also have been caused by povidone iodine. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Please advise if this was truly intra op as marked in the pc file or post op? Which dates are accurate for each field: event date? Procedure date? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi is the patient a male or female? Is the patient 18 yrs old? Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Product lot of products used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent thoracoscopic nuss procedure for pectus excavatum surgery on (B)(6) 2025 and topical skin adhesive was used. 2 days post op, the patient had a skin rash two days after using adhesive. There is no history of using adhesive in the past. The patient is stable and is being followed up. No sample will be returned. The patient had a skin rash on the area where the product was used and on other parts of the body from the chest to the abdomen after surgery. Topical steroid medication was prescribed by a dermatologist. The doctor suspects that in addition to this product, the rash may also have been caused by povidone iodine. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information has been requested however not received. Is photo available of patient reaction? No. Please advise if this was truly intra op as marked in the pc file or post op? Post-op. Which dates are accurate for each field: event date? 2025/03/25. Procedure date? (B)(6) 2025. Was any surgical intervention performed? No. Were any cultures taken? Results? No. Please describe how was the adhesive was applied. Normally. What prep was used prior to, during or after adhesive use? Unk. Was a dressing placed over the incision? If so, what type of cover dressing used? Unk. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unk. Patient demographics: initials / ID, gender, age or date of birth; bmi female 18 years old is the patient a male or female? Female. Is the patient 18 yrs old? Yes. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Unk. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unk. Product lot of products used? Unk. Current patient status. The patient is follow-up observation and the patient is stable currently. Name of surgeon? (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? He suspect the possibility of allergy reaction. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.